Event description:
A distributor in another country reported that they received an rd900asu neopuff infant resuscitator, but the acrylic face of the manometer was broken. No pt consequence was reported.

Manufacturer narrative:
An investigation will be conducted, once we receive the complaint device. A follow up report will be provided.